Manufacturer narrative:
Add'l lot # 243104. Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.7 (strip lot #247451), lab: ng. Date: (B)(6) 2011, inratio: 5.3 (strip lot #247451), lab: 4.6. Date: (B)(6) 2011, inratio: 5.2 (strip lot #243104), lab: 4.0. On (B)(6) 2011, patient was hospitalized for a transient ischemic attack (tia) and was put on lovenox. Patient was not on lovenox during comparisons on (B)(6) 2011 and (B)(6) 2011. Patient's therapeutic range: 3.5-4.5 due to frequent tia's and strokes.